Event description:
A company representative reported the patient had several bent cannulas in her last shipment of insulin infusion sets. On follow up with the patient, the patient stated she had an elevated blood glucose reading of 597 mg/dl in 2007. She said she was changing her accessories when she noticed the cannula of her infusion set was bent. She stated she felt bad and had a dry mouth and corrected her blood glucose levels by giving herself an injection of insulin. She said she threw the infusion set away. She stated she has had 7-8 bent cannulas with this box of infusion sets. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.